Manufacturer narrative:
Imdrf clinical signs: taken e0130 as code e0209 is not available in database to capture for usage problem identified. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula bent event on 28 mar 2026. The blood glucose level was 400 mg/dl. The patient also reported sleepiness drowsiness somnolence.